Event description:
In (B)(6) 2012, I had allergan natrelle silicone breast implants placed above the muscle. Almost a year later, I started to develop pain in my breast. They started to shift and not feel right. I had an ultrasound in (B)(6) 2017 which stated that I had a partial rupture in the silicone. These are supposed to rupture! My hair started falling out in 2013, my depression and insomnia also started. I then was placed on medication to treat both. I started terrible joint pain and swelling, keeping head aches, getting easily confused. Red knots come up all over my hands. My tongue swells up, my eyes twitch and I am now in glasses. My back hurts, my periods aren't regular. My stomach hurts and my bladder hurts often. I now get frequent uti's. It's hard to breath. I stay so tired too. I lack energy. I am (B)(6) and I hurt all over. I feel like I am dying, I stay drained. I was perfectly fine until I had breast implants put in.